Event description:
During a remote follow-up, episodes of post-paced t-wave over-sensing (pptwos) due to fusion and far field r-wave over-sensing (ffrwos) causing inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable with no consequences.